Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the rf (radio frequency) head failed incoming functional test; rf head cable found out of electrical specification. Analysis also found the rf head lens is cracked and melted. It is noted the rf head magnet is rusty. Product ID: 2090, serial# (B)(4), product ID: 229047, serial# (B)(4), (B)(4).

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement indicated.